Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device migrated protruding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required), sciatic nerve neuropathy ("started having sciatic problems"), neuralgia ("nerve pain on right side"), groin pain ("groin pain"), electric shock sensation ("felt like she being elecrocuted"), gait disturbance ("could not walk correctly"), abdominal distension ("bloating"), gastritis ("stomach inflamed around menstruation"), abdominal pain lower ("cramps"), menstrual disorder ("clotting"), heavy menstrual bleeding ("bleeding for 2-3 weeks during menses"), genital haemorrhage ("excessive bleeding /bleeding"), hypersensitivity ("developed an allergy"), tooth abscess ("any tooth had filling developed abscess"), dyspareunia ("painful intercourse"), mental disorder ("mental issues"), bladder disorder ("effected her bladder"), gastrointestinal disorder ("effected her bowel") and menopause ("menopause"). The patient was treated with surgery (hysteroctomy, oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device dislocation, dyspareunia, electric shock sensation, gait disturbance, gastritis, gastrointestinal disorder, genital haemorrhage, groin pain, heavy menstrual bleeding, hypersensitivity, menopause, menstrual disorder, mental disorder, neuralgia, sciatic nerve neuropathy and tooth abscess to be related to essure administration. The reporter commented: has been hospitalized for mental illness, unsure if related. Multiple surgeries on mouth for abscesses. In teeth had three surgeries , had three teeth replaced , had fillings taken out. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated protruding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), sciatic nerve neuropathy ("started having sciatic problems"), neuralgia ("nerve pain on right side"), groin pain ("groin pain"), electric shock sensation ("felt like she being elecrocuted"), gait disturbance ("could not walk correctly"), abdominal distension ("bloating"), gastritis ("stomach inflamed around menstruation"), abdominal pain lower ("cramps"), menstrual disorder ("clotting"), heavy menstrual bleeding ("bleeding for 2-3 weeks during menses"), genital haemorrhage ("excessive bleeding /bleeding"), hypersensitivity ("developed an allergy"), tooth abscess ("any tooth had filling developed abscess"), dyspareunia ("painful intercourse"), mental disorder ("mental issues"), bladder disorder ("effected her bladder"), gastrointestinal disorder ("effected her bowel") and menopause ("menopause"). The patient was treated with surgery (hysteroctomy, oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, sciatic nerve neuropathy, neuralgia, groin pain, electric shock sensation, gait disturbance, abdominal distension, gastritis, abdominal pain lower, menstrual disorder, heavy menstrual bleeding, genital haemorrhage, hypersensitivity, tooth abscess, dyspareunia, mental disorder, bladder disorder, gastrointestinal disorder and menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device dislocation, dyspareunia, electric shock sensation, gait disturbance, gastritis, gastrointestinal disorder, genital haemorrhage, groin pain, heavy menstrual bleeding, hypersensitivity, menopause, menstrual disorder, mental disorder, neuralgia, sciatic nerve neuropathy and tooth abscess to be related to essure. The reporter commented: has been hospitalized for mental illness, unsure if related. Multiple surgeries on mouth for abscesses. In teeth had three surgeries , had three teeth replaced , had fillings taken out quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.